Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as rash on the neck and back. There was no alleged device malfunction contributing to the irritation. The patient¿s doctor recommended wearing lifevest at night only for the skin irritation. Follow up indicated that the skin irritation improved.